Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08d06-87 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k number k153730.

Event description:
The customer reported false nonreactive architect syphilis tp results generated by the architect i2000sr processing module for a 59-year-old male patient, who has history of dialysis. Results were reported to medical provider. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6), architect syphilis tp result = 0.32 s/co (nonreactive), 0.35 s/co (nonreactive)- after centrifugation. Colloidal gold result = positive tppa result = weak positive. No impact to patient management was reported.